Event description:
Healthcare professional reported a left side deflation and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening sharp assessed as an unidentified (tear) opening. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Other-technical: observed brown particles in the fill channel, however the fill channel wasn¿t blocked. Crease folding of implant: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the surface. Yellow particles observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Healthcare professional additionally reported "particles in valve" and "any creases." Device has been explanted and replaced.